Event description:
Reporter stated, the infusion device shut-down without providing an e2 battery depleted error. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The alarm functions were tested successfully and comply with the product specifications. No malfunction of the device was observed during the technical investigation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.